Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: we received two complaint devices for this product complaint. No lot numbers are physically present on the devices, therefore we are not able to identify which complaint device corresponds with the lot numbers reported. Therefore, the product investigations for both will be documented in this product investigation. Evaluation for received device 1: it was observed that the active tip of the device appeared activated and saline residue was present in the suction tubing indicating that the device had been previously used. The device was connected to a test generator to test the functionality of the device. The device was activated in both ablate and coagulate modes for several seconds, and neither were successfully activated. Evaluation for received device 2: it was observed that the active tip of the device appeared activated and saline residue was present in the suction tubing indicating that the device had been previously used. The device was connected to a test generator to test the functionality of the device. The device was activated in both ablate and coagulate modes for several seconds, and neither were successfully activated with an output short error occurring in ablate mode. The devices were forwarded to the manufacturer for further investigation into the observed failures. The devices were disassembled to reveal the inner compartments of the handle. The manufacturer's evaluations revealed that both devices failed the active continuity tests across the electrical crimp. The evidence observed is consistent with previous devices that have been investigated which has identified the components used in the process are not compatible for this method of joining the electrical crimp. The root cause for the activation issues was determined to be due to design faults which led to a breakdown in the continuity of the active circuit. Both lots of product were produced before the implementation of the corrective actions for this failure. A manufacturing record evaluation was performed for both finished device lot numbers, and no non-conformance was identified for either of the lots. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6).

Event description:
It was reported by the affiliate via live chat that the surgeon informed that there were issues with different probes and that they just didn't work. The issue was detected intra-op and there was no patient consequence reported. Another probe had to be used to complete the procedure.